Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator implantable infusion pump, serial # (B)(4).

Event description:
The patient via a manufacturer representative reported that they were not getting enough therapy coverage on their cervical region. The patient's implantable neurostimulator (ins) voltage was at 2.36v at the time of the report. It was noted that not all of the patient's contacts were working properly. The impedances were tested at 3v with a pulsewidth of 450 microseconds and the impedances were: all contacts referenced with electrode 1: greater than 4,000 ohms all contacts referenced with electrode 2: greater than 4,000 ohms all contacts referenced with electrode 3: greater than 4,000 ohms electrodes 4-5: ??? Ohms electrodes 4-6: 800 ohms electrodes 4-7: greater than 4,000 ohms electrodes 5-6: 641 ohms electrodes 5-7: greater than 4,000 ohms electrodes 6-7: greater than 4,000 ohms the patient was programmed with electrodes 4, 5, and 6. The patient noted that the electrodes not working were noticed in 2012. They also had a car crash in (B)(6) 2014. A longevity calculation was performed with the settings of 5.2v, 450 microsecond pulsewidth, and a rate of 130 hertz. The calculation used 2 cathodes and 1 anode with a therapy impedance of 519 ohms with the device on for 4 hours. This calculation estimated the device would reach elective replacement indicator at 41 months after implant. The patient was supposed to have another meeting with a manufacturer representative but cancelled and had not rescheduled. They wanted to meet with their physician before meeting again. The patient was implanted for cervical radiculopathy.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that their stimulator had not been working for quite some time. The patient had a severe car accident in (B)(6) 2014, whiplash injury. They were to see their health care professional (hcp) on (B)(6) 2016 to decide whether to replace or not. Their current one was placed around 1995. The patient had not decided, possible replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.